Event description:
Upon explant, no break in the shell was identified. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and rupture.

Event description:
Patient reported right side rupture, "extracapsular fluid collection...suggestive of extracapsular implant rupture". The device remains implanted.